Manufacturer narrative:
The device has been returned for analysis. This event will be updated and resubmitted upon completion of analysis.

Event description:
Boston scientific crm received information that, during an implant procedure, this device was connected to a lead and began to pace. Several seconds later, the pacing stopped. The device was replaced due to concern over the pause in pacing. The pacing pause was not seen in the replacement device. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing and sensing functions were tested. The device operated appropriately with no interruptions in therapy output or programmer communication at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. A boston scientific technical services (ts) consultant stated the device delivers a lead detection signal every two seconds until an impedance measurement within range is detected, and stops after an acceptable impedance measurement is detected. This may have contributed to the clinical observations.

Manufacturer narrative:
The device is expected to be returned for analysis. This event will be updated and resubmitted upon return and completion of analysis.